Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported the right side is "deflating." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of deflation were reviewed. Visual analysis of the photos identified fluids. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.